Manufacturer narrative:
(B)(4). It was reported that a communication failure occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation the communication error occurred due to a vigilance device failure. Furthermore, this issue can be provoked by a momentary mis-connection of the foot pedal or, most likely, by its misuse. However, not enough elements are provided to determine with certainty which caused the device shutdown.

Event description:
Field service engineers were present for an seeg afternoon case at (B)(6) hospital ¿ in (B)(6). At 3:40 pm, rosa shut down due to a communication failure when driving the robot arm home.